Event description:
Although the ave stent is not indicated for use in saphenous vein bypass grafts, a 3.5mm diameter x 30mm length ave gfx stent was inserted into a severely disease bypass graft to the right coronary artery. It was not possible to cross the target lesion due to calcified plaque in the target lesion and, as a result, the stent dislodged from the delivery balloon while in the coronary artery. The dislodged stent remained on the coronary guidewire and was snared from the coronary artery to the femoral arterial sheath by simultaneous removal of the guide catheter, guidewire and snare. It was not possible to remove the snare and stent through the femoral sheath; therefore, a "cut down" was required for removal of the stent from the pt. The pt tolerated the procedure well and the target lesion was left untreated. It is planned that the pt will return at a later date for angioplasty of the target lesion. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.